Event description:
User facility reported that a patient, who was discharged home following a successful novasure ablation in late 2008, reported to the emergency room (ER) the next day with "abdominal pain and cramping". "A uterine perforation and thermal bowel burn" were found and a resection of the bowel was done that day. During follow-up with the physician approx a week later, he reported a hysteroscopy, done in the ER the day after the original date, revealed an area at each cornua of the uterus that "was burnt through". The patient was admitted and a laparoscopy revealed "a hole in the ileum". A laparoscopic resection was done, removing "approximately 6 inches of small bowel". Additionally, the physician reported "the patient has been seen on follow-up and is doing fine".

Manufacturer narrative:
Device history record (DHR) reviews were conducted for the radio frequency controllers. No abnormalities were noted and the devices were released meeting all qa specifications. D4: there is no expiration date for radio frequency controllers. Device was manufactured 06/2007, another one was manufactured 05/2007. The coding in this section reflects the evaluation of both returned radio frequency controllers. It is not known which controller was used during this novasure procedure. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system.